Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the insertion portion of the subject device was severed. The loop was caught in between the cutter and the loop hanger. The subject device had no deformation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, it was known that the loop was caught in between the cutter and the loop hanger due to pulling the slider without positioning the loop vertically to the loop hunger. The instruction manual of the subject device warns; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.

Event description:
The doctor attempted to cut a part of the loop with the subject device. But, the subject device caught in the loop. Therefore the doctor could not cut the loop, and he could not temporarily withdraw the subject device from the patient. The doctor severed the loop with another device, withdrew the subject device, and completed the procedure. No patient injury was reported.